Event description:
Pt alleges receiving breast implants on 1/5/77. Pt also alleges having leaking implants in 7/90. Physician's note states leaking left silicone gel breast implant and possible leaking right silicone gel breast implant.